Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000370615 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) seal was loaded into the delivery device and inserted into the aorta, but the seal did not deploy properly. The white plunger was not pressed when inserting. There was no bleeding. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.